Event description:
Customer reported the pt had symptoms of air embolism during dialysis. The pt was put into trendelenburg position and given oxygen. The instrument was inspected at the center and put back into service. It was reported that changing the blood lines affected the sensitivity of the air detector.